Manufacturer narrative:
E1: initial reporter facility: (B)(6). Device evaluated by MFR.: the device was returned for analysis. A visual and tactile examination of the hypotube shaft identified no damages. A visual, tactile, and microscopic examination of the distal extrusion confirmed no evidence of any damages. A visual, tactile and microscopic examination of the returned device confirmed that there was no stent damage. The stent was securely positioned on the balloon between the proximal and distal markerbands. There was no stent damage. A microscopic examination of the balloon material identified no damages. The balloon was tightly folded and did not appear to have been subjected to any positive pressures. A microscopic examination of the tip identified no damages. A dimensional test of the crimped stent confirmed that the stent outer diameter was measured to be with device specification. During the wire insertion test, a 0.014inch size guidewire used, the guidewire tracked through the device with no resistance noted. The condition of the returned device is not consistent with the complaint allegation.

Event description:
It was reported that stent dislodgement inside patient occurred requiring additional intervention. The 80%-90% stenosed target lesion was located in the middle segment of the left anterior descending artery (lad). A 3.00 x 20 synergy drug-eluting stent was advanced for treatment. However, during the procedure, it was difficult to feed the stent in, and the stent was damaged after withdrawing. The media provided and the media appeared that the stent was stretched, lifted, and detached from the balloon. The picture indicated that the stent was captured via snaring. The procedure was completed with another of the same device. There was no patient complication, and the patient was stable post-procedure.

Event description:
It was reported that stent dislodgement inside patient occurred requiring additional intervention. The 80%-90% stenosed target lesion was located in the middle segment of the left anterior descending artery (lad). A 3.00 x 20 synergy drug-eluting stent was advanced for treatment. However, during the procedure, it was difficult to feed the stent in, and the stent was damaged after withdrawing. The media provided and the media appeared that the stent was stretched, lifted, and detached from the balloon. The picture indicated that the stent was captured via snaring. The procedure was completed with another of the same device. There was no patient complication, and the patient was stable post-procedure.

Manufacturer narrative:
E1: initial reporter facility: (B)(6) hospital.